Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display and no backlight as a result of moisture damage on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump had a blank display when the buttons were pressed. The battery was changed and the device still did not respond. No further info was provided.